Event description:
It was reported that the customer's insulin pump had a blank display screen after he changed the battery. The customer's blood glucose level was 121 mg/dl. Standard troubleshooting was performed. The insulin pump's battery cap had some corrosion. The battery cap has been replaced. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.